Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 15 days. The event occurred at the (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had bleeding from the mediastinum and pump pocket. The patient was transfused with between 4 and 8 units of packed red blood cells. The patient was treated with unspecified drug therapy. The patient underwent reoperation due to the bleeding. The cause of the bleeding was due to complexities of medical management. No further information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported bleeding from the mediastinum and pump pocket could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.